Manufacturer narrative:
Manufacturer's investigation conclusions: a specific cause for the reported cardiac arrhythmias, as well as a direct correlation to heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. It was reported that the patient had cardiac arrhythmias on (B)(6) 2019. Multiple attempts to gather additional information was attempted; however, none was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The hm3 instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended inr range. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate 3 system controller is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient was hospitalized on (B)(6) 2019 after experiencing increased shortness of breath and dyspnea on exertion. Bronchoscopy was to be done on (B)(6)2019. The patient experienced cardiac arrhythmia on (B)(6) 2019. No treatment was noted. It was also noted that the previous shortness of breath resolved on (B)(6) 2019.